Event description:
During a clinical study, it was reported that a johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s right and left eye. During a post-operative examination for both eyes posterior capsule opacification (pco) was noted. Reportedly the directions for use were followed. The symptoms were not debilitating and there were no complications such as a capsule tear, vitrectomy, incision enlargement or sutures. The patients best corrected visual acuity (bscva) pre-operatively was 30 and bscva post operative was reported as 20. On (B)(6) 2024 during a yag (yttrium-aluminum garnet laser treatment) evaluation the pco in the left eye was resolved by the yag laser capsulotomy. The patient has fully recovered. No further information was provided. Note, this report captures the left eye. The right eye is being reported in manufacturer report number 3012236936-2025-0003094.

Manufacturer narrative:
Section a4, patient weight: unknown/not provided. Section d6b, if explanted, give date: not applicable as the iol was not explanted. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.